Event description:
I witnessed multiple instances of nursing staff and respiratory therapists not withdrawing the suction catheter of a closed system suction device completely out of the ett into the sleeve as directed on the package insert. Directions on package insert are nearly microscopic and catheter withdrawal directions are not highlighted or in bold print. I brought this procedure error to the attention of the staff but was informed that it wasn't a problem, "as long as the suction catheter isn't all the way into the trachea." Almost every time a pt was suctioned using the closed system, the catheter was not completely withdrawn from the ett. Usually, the tip protruded no more than an inch or two into the ett, but even that is contraindicated and enough to cause a partial airway obstruction. I witnessed 2 incidents in which the catheter was left in as far as 6 inches, the black mark on the catheter which is supposed to be withdrawn into the sleeve was noted at the lip, see below. There was also an instance in which the sleeve had become so twisted that it was impossible to withdraw the catheter fully into the sleeve. I had to disconnect the suction tubing to untwist the sleeve, then I was able to pull the catheter out of the ett. Please note: at the end of this report I indicated that I notified the MFR and the facility. I have emailed the MFR and spoken with specific nurses and respiratory therapists but will not make a formal report to the facility until the family member I was visiting, when these events were noted, has been discharged.